Event description:
A report of a corneal ulcer was received from an unknown facility. On (B)(6) 2014, patient visited the hospital emergency facility for a corneal abscess with suspicion of amoeba infection in the right eye. Patient was treated with frakidex eyes drops (dexamethasone phosphate sodique): failure of treatment. Clinical consequences: corneal abscess with suspicion of amoeba infection. No other information available at this time.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records met all in-process and finished product specifications. The manufacturing review did not indicate the complaint was due to the manufacturing process. Package integrity testing, sterilization and microbial controls confirmed to be within specifications. The root cause could not be determined. (B)(4).